Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 10 mm x 2.75 mm wolverine¿ coronary cutting balloon¿ monorail¿ was used to dilate the lesion and on the second inflation at 12 atmospheres, the balloon ruptured. The balloon was removed without problems and the procedure was completed with a non-bsc device. No patient complications were reported and the patient status was good.